Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("he could not find my right coil/ my coils were last seen in my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "we found out my left side was not blocked and the coils was twisted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), stress ("stressed") and attention deficit/hyperactivity disorder ("attention deficit hyperactivity disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, stress and attention deficit/hyperactivity disorder outcome was unknown. The reporter considered attention deficit/hyperactivity disorder, device expulsion and stress to be related to essure. The reporter commented: one of the coils was not working properly. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils not blocked and was twisted. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("he could not find my right coil/ my colis were last seen in my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "we found out my left side was not blocked and the coils was twisted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), stress ("stressed") and attention deficit/hyperactivity disorder ("attention deficit hyperactivity disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, stress and attention deficit/hyperactivity disorder outcome was unknown. The reporter considered attention deficit/hyperactivity disorder, device expulsion and stress to be related to essure. The reporter commented: one of the coils was not working properly. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils not blocked and was twisted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.